Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6)/2013 and mesh was implanted. The patient was given routine preventative antibiotics. The patient developed severe peritonitis and was admitted to the ccu. An infection was found in the abdominal cavity of the mesh, eight days after surgery. The patient underwent a re-operation, the mesh was removed, the peritoneal cavity was washed and the patient was closed and connected to drainage. Currently, the patient remains in the ccu, but the patient's condition is stable.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the procedure was an abdominal incisional hernia repair procedure. The patient initially developed secretion and a fever on (B)(6) 2013. After the reoperation, the patient was given antibiotics. The patient has been discharged home and is currently fine. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.